Event description:
It was reported that the right ventricular (rv) lead perforated the patient's heart following the implant procedure. An echocardiogram confirmed effusion, but no tamponade was present. The patient will continue to be monitored and no additional consequences were reported.